Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon fractured when taken out. The target lesion was located in the left coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was fractured when it got taken out. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.